Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was left iliac dvt, post right acetabular open reduction and internal fixation. The patient was labeled as non-compliant. The filter was inserted via the femoral vein and was deployed at the renal vein at the l2-l3 disk space. The patient tolerated the index procedure well and was taken to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patent suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile from (ppf), that a year and eight months post implantation the patient had blood clots in the legs and subsequent deep vein thrombosis (dvt). The patient reports to have had progressive abdominal pain and swelling. A computerized tomography (CT) scan taken on this date revealed multiple subcutaneous varices in the abdominal wall and left groin suggesting previous pelvic dvt. Another CT scan taken twenty-one days after that revealed that the left common and external iliac veins were occluded. The patient also reports to be suffering from pain and have difficulty walking. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15130461 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain, swelling and varices in other areas do not represent device malfunctions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4). This report is a follow up report to MFR number 9616099-2016-00413 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that a year and eight months post implantation, the patient had blood clots in the legs and subsequent deep vein thrombosis (dvt). The patient reports to have had progressive abdominal pain and swelling. A computerized tomography (CT) scan taken on this date revealed multiple subcutaneous varices in the abdominal wall and left groin suggesting previous pelvic dvt. Another CT scan taken twenty-one days after that revealed that the left common and external iliac veins were occluded. The patient also reports to be suffering from pain and have difficulty walking. According to the medical records, the patient¿s pre-operative diagnosis was left iliac dvt, post right acetabular open reduction and internal fixation. The patient was labeled as non-compliant. The filter was inserted via the femoral vein and was deployed at the renal vein at the l2-l3 disk space. The patient tolerated the index procedure well and was taken to recovery in stable condition.